Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Alleged failure: out of focus confirmed failure: damaged/missing eyepiece. Outer tube damaged (bent, dented). Broken rod lens. Probable root cause: ¿ coupled focus ring/light guide connector turning mechanism .¿ c-mount coupler ergonomics .¿ focus ring/needle torque too close .¿ assembly ¿ optical design. ¿ focus ring torque varies over time .¿ use error. Manufacture date is not known. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.